Event description:
Additional information received reported the patient's device was still over-discharged. They did not bring their implantable neurostimulator recharger (insr) to their last appointment. The manufacturer representative noted that they would move forward once the device was brought out of its power on reset (por) state.

Event description:
Additional information received through a legal complaint reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator (scs). The legal complaint alleges that shortly after implant, the stimulator began to prematurely deplete. From (B)(6) 2014, the patient alleges she went to the doctor 5 times to discuss problems she was experiencing with the device. The product representative was present during some of the appointments. The legal complaint alleges the patient would fully charge the device before meeting with the product representative but by the time the patient would see the product representative later in the day, the battery would already be very low. In late 2014 the patient made an appointment to re-adjust the device and discuss the stimulator¿s battery problems. At the appointment, the patient alleges her stimulation level on the device was increased to a dangerously high level, shocking the patient¿s nervous system, so violently that it caused the stimulator controller to fly out of the patient¿s hand. The device was turned down and it was said that it was ¿believed that there was something wrong with the device.¿ in early 2015, the patient met with a product representative to again discuss the problems she was experiencing with the battery. The legal complaint alleges they attempted to charge the device with a different recharger but could not fully charge the stimulator. The patient met with the doctor to discuss removal surgery for the device. The doctor advised against any revision or removal surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claimed the patient was told the implantable neurostimulator (ins) had a "9-year device life," and further claims the ins "failed well before the expiration of nine years."

Manufacturer narrative:
(B)(4).

Event description:
The patient called in again and recounted the previously mentioned information. In (B)(6) 2014 the patient began to feel shocking in their chest, legs and butt. It even made their sciatic nerve act up and a nerve in their elbow was still bad because the shocking had aggravated those nerves. It was then determined in (B)(6) of 2014 that the wires broke loose from the anchors. Because the therapy had not been working properly the patient had stopped charging their device and turned it off. Because they had stopped charging the device was suspected to be in over-discharge as there were communication problems and the implantable neurostimulator recharger (insr) was showing the reposition antenna screen.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_unknown.

Event description:
Additional information received from the attorney on (B)(6) 2016 claimed that the patient had incurred the following "damages": physical pain, mental anguish, disfigurement, and physical impairment. The attorney also stated that the patient had a history of chronic back and lower extremity pain.

Event description:
It was reported that there was migration of the patient¿s leads. X-rays had been taken for troubleshooting. The patient reported a stimulation change and a symptom of pain. There was a loss of paresthesia in the needed area. As a result, reprogramming occurred. The patient was noted to be doing well and was receiving adequate coverage. The cause of the migration was unknown and the patient was going to follow-up in the office the week of (B)(6) 2014. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that because the patient had turned their device off in december of 2014 and stopped charging their device. As a result the device was over-discharged. The reason they stopped using the device was because they did not have optimal therapy. They met with a manufacturer representative who started a charge into the device however over the weekend the patient did not continue to charge so it was still over-discharged. The patient was also scheduled to have an MRI of the cervical spine not related to their device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to have an MRI of the c-spine/head/brain. MRI compatability guidelines were reviewed. The patient had not brought her patient programmer (pp) with her to the MRI appointment. The patient reported having turned the device off in december and not using it since. Therapy had not been working properly. The wire pulled from the anchor 2 weeks after implant. The head MRI was for headaches and the c-spine MRI was for cervical pain. Additional information received reported that the wires broke loose from the anchors in october and the hospital wouldn't do the MRI of the neck because of the lead. The wire broke loose from the anchor in the neck and was in the patients shoulder. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that approximately two weeks after implant surgery, the ins began having difficulty holding its charge. Soon the program that controlled the ins began to malfunction, which caused painful shocks to body parts not intended to receive stimulation. In an effort to resolve these problems, the patient attended numerous appointments with their company representatives. However, they were unable to remedy these issues. It was concluded that the ins was defective. The patient experienced extreme pain caused by their device, that they decided to have it removed. However, when the patient requested their doctor to explant the device, he strongly advised against it stating that they could ¿end up like christopher reeves.¿ terrified by this news, the patient was now forced not only to endure life with the pain the ins was intended to relieve, but with the defective device implanted in their body, which itself was also a source of pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a legal representative reported they experienced ¿fast battery depletion¿ with daily charging and that a manufacturer representative (rep) ¿could not get a full charge with the charger.¿ additionally, it was reported the patient experienced ¿incorrect and painful stimulation¿ and ¿extreme shocking¿ by the rep during programming. The ¿date of defect¿ was reported as (B)(6) 2014¿ and it was noted the device was ¿unable to be removed.¿ no further complications were reported or anticipated.